Event description:
The customer reported that the unit turns on with a defib circuitry disabled message and that this happened during an opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the unit turns on with a defib circuitry disabled message and that this happened during an opcheck. The device was evaluated at philips. The symptom was clarified as the device hanging during opcheck. The software was reloaded to resolve the issue.